Event description:
On 28th february 2025, it was reported by a sales representative via email that for an ar-3636-1 (kl 1.8 fibertak, shoulder), after the anchor was inserted, the surgeon pulled the shuttling sutures (black/white) from his working portal. When trying to differentiate the shuttling sutures to determine which had the link it was identified that neither end had a link. The sales rep advised that he try to separate each free end as the sutures can be hard to differentiate when wet. However, after roughly 3 - 5 minutes of attempting to separate each end, they concluded that neither suture had a link incorporated. They were able to thread the repair suture through the shuttling sutures by passing it through on a mayo needle. However, it was a 50/50 call which suture would pass the repair through the anchor mechanism. It worked; however, this placed the success of the repair at risk and was entirely due to a faulty product. When shuttling another ar-3636-1, the repair suture became lodged in the shuttling mechanism and could not be cinched. The surgeon followed the sales rep's directions with drilling and insertion of the anchor and it was completed as per the surgical technique guide. These were detected during use in a superior / posterior glenoid labrum stabilisation procedure on (B)(6) 2025. The procedure was completed successfully as an additional anchor was used to repair the tissue where the first anchor failed. 4th march 2025 - the sales rep updated that due to the failure of the anchor an additional anchor site was made. This would be considered unnecessary drilling into the patient¿s glenoid. However, the determination on whether there was patient harm could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Visual evaluation of the customer provided photos noted the suture was pictured, however the complaint allegation was not able to be confirmed based on the picture as the reported failure is not clear. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned and the photos of the reported failure being inconclusive, we are unable to confirm the reported event.